Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer compliant of a false positive (resistant) cefoxitin screen result for staphylococcus aureus in association with vitek® 2 ast-gp67 test kit (ref. 22226, lot 1321335203). Initial testing conducted on 08jun2020 yielded a positive oxfs result while repeat testing on 09 and 10jun2020 was oxsf negative for both lots. The customer stated initial testing was performed after culture was incubated for twelve (12) hours. This is outside the eighteen to twenty-four (18-24) hour range published in product labeling (IFU). Vitek® 2 ast-gp67 lot 1321166403 and 1321335203 met final qc release criteria. The lots passed qc performance testing. The root cause was determined to be user error. The device is performing as intended.

Event description:
A customer in (B)(6) notified biomerieux of a false positive (resistant) cefoxitin screen result for a staphylococcus aureus qc strain in association with vitek® 2 ast-gp67 test kit (ref. 22226, lot 1321335203). The initial test provided a result of cefoxitin screen positive. The expected result was negative. A repeat test was performed, and the result was negative. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomerieux internal investigation will be initiated.